Event description:
(B)(4). Almost immediately I noticed cramping that didn't go away in my lower stomach, such as strong throbbing period cramps. Since (B)(6) I have gained weight and severe bloating regardless of eating clean and working out. The bloating in my stomach is so bad I have people asking if I am pregnant and on some days have to wear maternity pants just to fit into clothes. I now get very bad headaches regularly and before never had headaches. I have back pain that actually restricts me from lifting my children. Within the last month I have been having terrible joint pain in my thumbs and back of my knees, pain to the point of not being able to open a jar or help children put their shoes on. I do not currently have the hsg results but the radiologist said they are in place and blocking however have migrated further into the tube than usual. This device was provided by my insurer.